Manufacturer narrative:
Section b7: device thrombosis was on another pump which was captured under MFR #2916596-2017-01759 device evaluation: the report of a suspected driveline issue could not be confirmed during the evaluation of the returned segment from the heartmate ii lvas, serial number (B)(4). The submitted log files showed pump stops occurring on (B)(6) 2018 at 9:09pm, 11:04pm, 11:05pm, and 11:06pm. All of the captured events occurred while operating on the power module. The submitted x-rays were unremarkable. An onsite driveline repair was performed on (B)(6) 2018 by abbott personnel. The driveline was severed approximately 2.5" from the exit site and the distal portion was replaced with no issues under work order #(B)(4). The approximately 20" segment of driveline replaced by technical service was returned for evaluation. Examination of the driveline did not reveal any damage to the silicone jacket. There was no visible damage to the bionate or breakdown of the braided shield beneath. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a device related issue that would have contributed to a functional issue. It was reported that the patient did not experience any further low flow alarms after the perc lead repair. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.

Event description:
Additional information: patient was having low speed alarms on patient cable. Controller changed advised and this was done. On (B)(6) 2018, patient was put on grounded cable to see if alarms recurred. On (B)(6) 2019, it was alarming on power cable, (low flow, low speed, pump stop) resolution of alarms while on batteries. On (B)(6) 2018, patient was put on ungrounded cable.

Event description:
The patient was put on ungrounded cable on (B)(6) 2018.

Manufacturer narrative:
Age of device: 1 year, 4 months, 5 days. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the vad produced low speed alarms when the patient was hospitalized for an unspecified reason. It was mentioned that an external area of the driveline had rescue tape applied previously. The manufacturer's technical service representative reviewed the submitted log file and observed speed deceleration on (B)(6) 2018 while the vad was connected to a power module. X-ray images submitted for review were unremarkable. The primary system controller was exchanged out and additional log files submitted for review revealed pump stoppages while connected to the power module. These events appeared to be due to a short to shield issue. On (B)(4) 2018, the technical service representatives arrived onsite for a driveline evaluation and replacement. A phase interrupter test performed showed no open wires. An external driveline replacement was performed approximately 2.5 inches from the exit site. Post replacement, the vad was tethered to a normal patient cable with no further issue. No additional information was provided.